Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported, the outback catheter was opened by the consultant and prepared, however, the doctor retrieved the needle before removing the silicone sleeve. The needle was noticed as not retracting fully, and would not push out fully again. Under inspection, it worked okay for a couple of times, then the needle was unable to retract fully into the catheter. A new outback was opened and used successfully. According to the account manager "the device was not noticed to be damaged before opening. The needle, when I inspected it, was perfect and worked correctly. I could only assume the silicone sleeve had worked its way out. Unfortunately the device has been lost in transit from my side and is unable to be returned."